Event description:
It was reported that this right atrial (ra) lead experienced dislodgement and exhibited undersensing and loss of capture. An x-ray was performed, which confirmed the dislodgement of the lead. A lead revision was performed. This lead remains in service. No further adverse patient effects were reported.